Event description:
The customer reported that an 840 ventilator was inoperable. The failure happened while the device was not used on a pt. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), the gui to breath delivery (bd) cable, and the backlight inverter pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).